Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: reporter states that the lens is well positioned and is not rotated in the eye. No complaint associated with the lens implanted. Initial MDR is not applicable. Claim: (B)(4).